Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a supply bag disconnection. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the most likely cause is supply bag disconnected without falling. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that a bag fell off during dwell cycle 1 on the homechoice (hc) machine. No alarm occurred. The technical service representative (tsr) assisted the home patient (hp) to end the therapy. The peritoneal dialysis (pd) nurse told them to use manual bags that night. There was no patient injury, adverse event or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg), it was revealed that the bag and cassette seemed to just "pop" apart. The cg stated she believed that the connection might have loosened up because she was instructed to press on the solution bag to help with the prime earlier in the setup. The cg stated this was an isolated event. The cg also stated that the hp did not develop any adverse reactions or need any medical intervention. The cg also stated that no further information is available at this time.